Event description:
It was reported that the patient was experiencing stimulation on non target area despite reprogramming attempt. Xray was taken and revealed that the leads crossed each other. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: m365sc2218500, serial: (B)(4), batch: (B)(4).